Event description:
The customer reported that they needed to replace a part on the 9800 system.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.